Event description:
Reporter indicated that vns pt was having problems at the incision site. It was reported that the site was swollen, tender and red. The pt was seen at hosp and was prescribed a muscle relaxer and ibuprophen for pain with a follow-up visit to their physician planned. Further follow-up revealed that the pt was scheduled for explant due to infection.